Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. It is possible that the reported issue occurred due to excessive contraction torque when repositioning the implant, as there is no torque-limit on the handle for this direction; however, an exact cause could not be determined.

Event description:
It was reported that an assembled rise implant broke apart while being repositioned, and parts of the implant were left in the patient. This event occurred in japan.